Event description:
The customer contact reported a leak. The tubing set was connected to a 3 way connector and being used to delivery an unspecified concentration of vamin at a rate of 40 ml/hr via pump. After an unspecified length of time, the customer contact reported that the patient's mother noted that the tubing was wet. It was reported that solution leaked from a crack at an unspecified location on the filter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.